Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) expired one day post implant due to slow hemodynamically unstable ventricular tachycardia, severe congestive heart failure, severe coronary artery disease, and severe peripheral vascular disease. Hyperkalemia and hyperglycemia were also listed as contributing conditions.